Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the right femoral artery in a 51-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), the patient had the peel-away sheath left in the right groin. An external bypass was placed for reperfusion. Staff verified good distal limb perfusion on right side. After two days on support, the device was exchanged to a new impella cp, and the patient continued on ECMO support. The post-procedure outcome is survived at explant. The impella functioned at p-2 at 0.4l/min as intended with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to large bore-access cannulas and/or high-dose vasopressor support which can cause peripheral vasoconstriction.